Manufacturer narrative:
A wallflex biliary rx uncovered stent was returned for analysis. Visual examination of the returned device found that the distal handle was retracted past the reconstrainment limit marker and the stent had been partially deployed by 60mm. It was noted that the inner lumen was exiting through the guidewire access port. During the product analysis, it was not possible to reconstrain or fully deploy the stent due to the condition of the delivery system. The shaft was then dissected proximal to the guidewire access sleeve and the distal end of the inner lumen and stent were withdrawn from the outer sheath. The inner lumen was found kinked where it had exited the guidewire access port. It was also noted that the clear outer sheath was accordioned at various locations along its length. The condition of the delivery system was consistent with the device meeting resistance during deployment. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on march 2, 2015 that an uncovered rx wallflex biliary stent was used during a procedure performed on an unknown date. Reportedly, the scope was in normal position. According to the complainant, during the procedure, the physician attempted to deploy the stent but it would only halfway deploy when the delivery system was fully released. The stent was removed from the patient partially deployed. The procedure was completed by placing another stent. There were no reported issues to the patient.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an uncovered rx wallflex biliary stent was used during a procedure performed on an unknown date. Reportedly, the scope was in normal position. According to the complainant, during the procedure, the physician attempted to deploy the stent but it would only halfway deploy when the delivery system was fully released. The stent was removed from the patient partially deployed. The procedure was completed by placing another stent. There were no reported issues to the patient.